Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-00500, 2029214-2019-00501, 2029214-2019-00502. If information is provided in the future, a supplemental report will be issued.

Event description:
Yan, p., zhang, y., liang, f., ma, c., liang, s., guo, f., jiang, c. (2019). Comparison of safety and effectiveness of endovascular treatments for unruptured intracranial large or giant aneurysms in internal carotid artery. World neurosurgery, 125. Doi:10. 1016/j.wneu.2019.01.082 medtronic literature review found reports of pipeline device issues. The purpose of this article was to analyze and compare the safety and efficacy of different endovascular treatment modalities for unruptured intracranial large or giant aneurysms. The authors reviewed the results of 61 patients who underwent treatment with the pipeline embolization device (ped). Of the 61 ped patients, the following technical events were noted: - insufficient opening of 7 peds - insufficient opening/ccf of 1 ped - stent falling into aneurysm sac in 1 ped - delivery wire fracture of 1 ped.